Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing was noted on the device. The patient went into the clinic for a follow-up and the device could not be interrogated due to losing the bluetooth connection. The device was successfully interrogated and reprogramming is anticipated. The patient was stable with no consequences.